Event description:
It was reported that the ilet user experienced elevated glucose and then rapid glucose drop after a supply change and then rebounded high after receiving 16 grams of fast-acting oral glucose gel followed by peanut butter. The family sought confirmation that the pump briefly suspended insulin in response to the decline, and no leaks or moisture were observed, indicating no device component issue, with the event characterized as an improper or incorrect treatment method. Symptoms included hypoglycemia and hyperglycemia ranging from 60 mg/dl to 313 mg/dl accompanied by a headache. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified as overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.